Manufacturer narrative:
Journal article details: title: the role of the inferior mesenteric artery in predicting secondary intervention for type ii endoleak following endovascular a neurysm repair. Author: david k. Chew, md, siwei dong, ms, andrew c. Schroeder, do, harold w. Hsu, md, and jan franko, md, phd journal of vascular surgery, volume 70, number 5. Doi: https://doi.org/10.1016/j.jvs.2019.01.090. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx and endurant stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the patient group. The following adverse events were observed in the patient group: secondary intervention patient deaths were also reported. However, there is no causal link that a medtronic device may have caused or contributed to the deaths.